Manufacturer narrative:
The angiosculpt device separated in the patient. A snare was used to remove the distal end of the catheter resulting in prolongation of the case. No piece of the angiosculpt device was retained in the patient. (B)(4). The angiosculpt device was returned in three pieces: balloon, transition tube, and hypotube. In addition, a blue/black tube was returned (not part of angiosculpt device). The distal shaft, intermediate shaft, and portion of the proximal hypotube were not returned. These pieces were disposed of by the hospital. The balloon separated approximately 2.5 mm proximal to the proximal end of the scoring element. The proximal end of the separated balloon was necked and stretched. The transition tubing appeared necked and stretched with marks along the tubing. Based on the lab analysis, it is probable that the user applied excessive exertion of force resulting in the separation. Per the IFU, retained device component is a possible adverse effect of the procedure. In addition, the angiosculpt device was used off-label in the at lesion (peripheral). The rx ptca device is indicated for use for the treatment of hemodynamically significant coronary artery stenosis, including in-stent restenosis, and complex type c lesions, for the purpose of improving myocardial perfusion.

Event description:
The physician wanted to use the angiosculpt device on a focal calcified lesion of the anterior tibial (at) lesion. Attempted to cross bifurcation and place down left leg from right femoral access but the shaft snapped in half in the right iliac. The distal end of balloon was retrieved with a snare.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.